Event description:
A materials manager reported that the cutter became stuck in the trocar during a vitrectomy procedure. The customer tried four different packs with the same lot number but experienced the same problem. Following a 20 minute delay, the case was able to be completed with a pack from a different lot number. There was no harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).